Event description:
It was reported a port was placed 6/14/96, for administration of chemotherapy. On 1/15/97, the port could not be accessed. A venogram revealed the catheter had fractured and migrated to the right atrium. Retrieval of the catheter was uneventful. A second port was not placed. The pt experienced no sequela as a result of this event. The device was returned and evaluated. The catheter shaft measured approx 13 inches. The port's locking collar was in the locked position with approx 2cm of catheter shaft protruding from the port. The section of catheter shaft on the locking collar had a circumferential/ragged break. The septum contained approx 20 punctures. Co's follow up indicated this port was placed for approx 7 months and was accessed several times without incident. Since this device was in place for over 7 months and no difficulty accessing the device was encountered prior to this incident they believe initial placement, user technique during access and pt anatomy may have contributed to this event and does not attribute it to the device. The directions for use for this product state: "always access the system with the needle perpendicular to the implanted port. Insert the needle tip fully through the septum until needle makes contact with needle stop."